Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 326 mg/dl. The user alleged the insulin pump was under delivering insulin. No harm requiring medical intervention was reported. The customer was treated with bolus with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as nausea, vomiting and abdominal pain. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The device will not be returned for analysis.